Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. Following predilatation with a wolverine balloon catheter leaving 25% residual stenosis, and after confirmation with intravascular ultrasound, a 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted as it got stuck in the lesion. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).